Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) unit was running off of the battery power. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit and found the power supply to be defective. So, in order to solve the issue, the fse replaced the power supply. The fse then checked the functionality and found everything ok. The unit was then handed over to the customer in good working condition.

Event description:
N/a.